Event description:
It was reported that, implanted wrong femoral component. Removed and implanted correct femoral during the same operation. Longer operating room time. Crack in condyle. Replaced primary femoral with ts femoral component.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.